Event description:
It was reported that the spinal cord stimulation (scs) patient experience discomfort at the implantable pulse generator (ipg) implant site. It was noted that the initial ipg placement was causing discomfort, per physician assessment. The patient underwent a procedure were the ipg was repositioned in a more comfortable area, before completing the procedure. The ipg remains implanted and continues to deliver therapy. The patient did well post operatively.